Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51-62 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who provided intravenous therapy (IV) and carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.